Event description:
Arterial line catheter inserted in 2008, and broke while sutures were being taken out. The catheter tip was discovered severed/not intact. Approximately 1/2" of catheter was intact upon removal. Not sure what caused the catheter to break.

Manufacturer narrative:
Investigation in-process, and will be filed in a supplemental report when completed.